Event description:
It was reported that during a reverse shoulder prosthesis surgery the screwdriver showed material weakness and broke while screwing. It did not break off inside the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The reported event was confirmed as the evaluation of the received ar-9625 with batch: 022144 noted that the distal end of the 3.0mm hex driver is broken off and the remaining section is twisted (see evaluation pictures 3 + 4). The received ar-9625 is 149,69 mm long. According to the drawing c13888, rev. 2 the device should have a length of 152,4 mm. No broken pieces were returned for investigation. A functional test was not performed due to the damage to the device. The most likely cause of the damage noted was indicative of breakage due to over-torquing of the driver during screw insertion.